Manufacturer narrative:
The device was returned for investigation. The smiths tampered seal label was intact. The event log was not available. A visual inspection and functional test were performed, and the reported failure was not replicated. The root cause of the event cannot be established. One possible, but unconfirmed, problem source was listed as fluid ingression on the pump by the chassis base of the downstream occlusion sensor. The root cause of the event cannot be established. The downstream occlusion sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device double beeps with no cassette during testing. No patient injury was reported.